Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the cause was not identified because the sample was not returned for evaluation.

Event description:
A customer contacted baxter's technical service center regarding a bag came disconnecting while on the homechoice (hc) system during dwell 2. The technical service representative (tsr) explained to the home patient (hp) that therapy had to be ended. The hp would perform manual exchanges that night. The tsr assisted the hp to end therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.